Manufacturer narrative:
The field service technician found that the base frame weld at the left foot end broke (split) on the top of the caster tube causing the caster tube to buckle under the frame. A replacement base frame has been sent to the account to repair the bed.

Event description:
Information received indicates while transferring a patient, the left foot end of the bed collapsed. The caregiver grabbed the bed and strained his back. No patient injury.